Event description:
The reporter contacted animas on (B)(6) 2015 alleging a non-descript display issue. Animas customer support made several attempts to contact the reporter in follow up, however, was not successful. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged display issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: (B)(6) 2015. On (B)(6) 2015, animas was made aware of additional information by the reporter related to this complaint. The reporter provided addition information that the display screen was dim, faded, discolored and damaged; however, the screen was able to be read safely. Animas' request for product return was declined by the reporter.